Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is against the battery cap alone. The reporter stated that the battery cap would not stay screwed in place and that the cap would loosen right after it was tightened. The reporter denied cracks on the pump case and denied moisture or corrosion in the pump. The reporter stated that the battery cap had never been replaced; the user guide recommends changing the battery cap every six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.